Event description:
A procedure was being performed for repair of abdominal aortic aneurysm. Information provided states the stent was primed in the usual fashion and inspected prior to use with no abnormalities noted. It was inserted over a lundequist wire guide into the patient. The physician described the stent as unusually stiff on insertion. The attempt to un-sheath the body stents was unsuccessful as it was too stiff to deploy. The entire device was removed for inspection, which revealed the sheath had only partially deployed, covering the first 5mm of the stent. It was also noted the suprarenal safety wire was exposed. At this time, a decision was made to stop the procedure as the physician was unsure the safety wire would appear as it was revealed at this point. The patient was returned to his room and will undergo further surgery to both groins at a later time.